Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following a trial procedure the patient was experiencing nerve pain. The patient was admitted to the hospital and underwent an early lead pull procedure. The physician believed that nerve pain was device related.